Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while preparing for an implantable cardioverter defibrillator (ICD) change out procedure it was noted that the right ventricular (rv) lead had ninety-two short v-v intervals. It was noted that the patient has a lot of pvc's (premature ventricular contractions (pvc). A call was made to a company technical representative for review of a save to media file to ensure that the lead is fine. The rv lead remains in use with the new ICD. No patient complications have been reported as a result of this event.